Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had unexplained high blood glucose. Customer was taken to the emergency room and was hospitalized. The blood glucose reading was 505 mg/dl. Customer stated that she changed the infusion set and reservoir and has not had another incident. Nothing further was reported.